Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was suspected perforation during the implantation of the leadless implantable pulse generator (ipg), prior to device deployment. The patient coded, and was not able to be resuscitated.